Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Our investigations have shown that the inner thread of the handle is indeed damaged. Therefore it is not possible to engage the threaded shaft. We are not able to determine the exact cause of this reported problem. Due to the finding that the inner thread of the handle is missing some of the metal, the damage symptoms were indicative of excessive applied force during surgery. From visible hammering traces on the top caused the damaged of the thread tip. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the thread of the inner part ((B)(4)) of the handle are damaged - some of the metal of the thread are missing. Therefore it will not hold the trial implant anymore. This is report 1 of 1 for complaint # (B)(4).